Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.50%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's screen was replaced and the pump's expulsor was trimmed to bring the pupm's delivery accuracy into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint regarding delivery accuracy was unable to be confirmed.